Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported a patient underwent a left partial knee arthroplasty on (B)(6) 2003. Subsequently, the patient sustained a hyperflexion injury after a fall on (B)(6) 2016 which was resolved on (B)(6) 2016.